Event description:
It was reported that this patient received an inappropriate shock while playing with the dog, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, exhibited over-sensed noise and change in amplitude. The following day the patient was seen in office. The physician noted pectoral myopotentials, over sensed in the secondary vector. Device troubleshooting with different postures to reproduce the noise were performed. The noise could not be reproduced. Device was reprogrammed to primary vector. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.